Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular lead was an attempted implant. The lead perforated the heart wall leading to a pericardial effusion and tamponade. As a result, a pericardiocentesis was performed and the lead was removed. The perforation was confirmed via echocardiogram. Loss of capture and high out of range pace impedances that were greater than 3000 ohms were also observed. The patient was hospitalized and treated with intravenous antibiotics to resolve the issue. Epicardial leads were placed during the procedure. No additional adverse patient effects were reported.